Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had no therapeutic effect. The patient was still getting up twice a night to urinate. The patient was not happy about it. The other night she got up and couldn't find the light switch and fell because she was so sleepy. The device was supposed to help her stop urinating all the time and it hadn't worked. The patient had no idea what may have caused this event. The patient didn't know if she was doing it right. Actions/interventions/troubleshooting/diagnostics done prior to the call: none. The patient had not seen hcp (healthcare provider) or tried making adjustments to stim. Once a week she synchs with the patient programmer but doesn't make any changes. Actions/interventions/troubleshooting/diagnostics during the call: patient services assisted caller with troubleshooting over the phone. The therapy was on. The patient was on program 1- 1.7v. The patient did not feel stim. The patient stated she didn't really feel any stimulation. Patient services walked the patient through turning stim up to 2.0v. Patient services reviewed with the patient stim should be comfortable not painful. The patient stated now she was feeling stim in the bicycle seat region. The patient has hcp appointment on (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.